Event description:
Study event. Device malfunction: stent difficult to advance. Symptoms/ae: death. Time of symptoms/ae: three days after the procedure. It was reported that during a revasculazation stenting procedure in the right internal carotid artery (rica) after placement of an embolic protection device, several attempts made to advance the stent across the origin of the rica were unsuccessful due to residual high-grade stenosis at the origin of the rica. The stent was removed, a pta balloon was introduced, and an angioplasty of the rica was performed. (Carotid arteriogram showed persistent high-grade stenosis at the origin of the rica with slight improvement of luminal diameter at the origin of the ica.) The acculink stent was reintroduced into the right common carotid artery. After several repeated attempts, the stent was successfully advanced across the stenotic lesion at the origin of the rica and deployed. During deployment of the stent, it was noted that the stent was migrating superiorly with the proximal end of the stent landing at the origin of the rica. The plan was to land the proximal end of the stent in the distal rcca. There was an approximately 60% stenosis seen at the origin of the rica. A pta balloon was used to angioplasty the stent across the origin of the rica, with improved blood flow noted. A second acculink stent was advanced in an attempt to stent the origin of the rica distal and cca. Several attempts made to manipulate the stent across the origin of the rica were unsuccessful due to resistance felt at the proximal end of the first stent. Several attempts were unsuccessful and the second stent was not deployed and was removed. The filter device was then successfully retrieved. Three days after the procedure, the patient requested and received pain medication. After five minutes, the physician reportedly found the patient slumped over and with a heart rate of approximately 44 bpm. At that time, atropine was given and the patient went into cardiac arrest. The patient had a "do not resuscitate" request; therefore CPR was not initiated and he expired. Though requested, no additional information was available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.